Event description:
Right-side ultrasound detected rupture and right-side capsular contracture baker grade 3/4.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra requests to void this report as it is a duplicate of report number 1651189-2022-03287. Also, the health care provider initially reported the incorrect serial number that was filed for this initial report that was actually a duplicate of the above report. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.